Manufacturer narrative:
(B)(4). Initial reporter address: (B)(6) was used for the city and state fields; however, no address information was provided by the initial reporter. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with the bd veritor ¿ at-home covid-19 test, a false positive result was obtained. No confirmatory testing was reported. There was no report of patient impact. (B)(4). The following information was provided by the initial reporter: it was reported as customer received a false positive for results. Problem description: ¿this product will give you a false positive. Do not buy!¿

Manufacturer narrative:
This summarizes the investigation results regarding a complaint that alleges a ¿customer received false positive test results¿ using a bd veritor at home covid-19 test (material # 256094), batch number unknown. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for false positive was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services. H3 other text : see h.10.

Event description:
It was reported that while testing with the bd veritor ¿ at-home covid-19 test, a false positive result was obtained. No confirmatory testing was reported. There was no report of patient impact. Eua(B)(4). The following information was provided by the initial reporter: it was reported as customer received a false positive for results. Problem description: ¿this product will give you a false positive. Do not buy!¿.